Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: nurse was preparing to use 3 port extension set #20038e, noted one of the ports was unable to flush lot # (10) 24115172. No patient harm.

Manufacturer narrative:
Device evaluation: one used sample model 20038e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. All three ports were flushed with water. No blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.